Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2021-aug-02, information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that technical services (tss) was electing to document the por and the pt allegation that the ins turned itself off and 'wouldn't hold the settings' together as tss believes them to be related. Caller was with pt during this call and the pt said after he got the por message, it seemed like a long time before he could turn it back on. The pt said he eventually was able to turn the stimulation back on after the por but when he could turn it back on it 'wouldn't hold the settings'. Pt claims that his settings were for example at 4.5 and it would go to 3.0--tss reviewed with rep first that the ins can only be turned off via programmer (pt/clinician) or insr. Tss also reviewed that the ins will not automatically turn stim down, it is possible the pt turned the stim down themselves. As noted the pt was able to turn it back on eventually. Tss advised caller that if the pt has concerns moving forward about the ins, we can pull an mdt file for further evaluation--caller was okay with this plan. On 2021-aug-05, additional information was received from the manufacturer representative (rep) reporting that the cause of the por screen, ins turning itself off and the setting not holding/changing was not determined. It was reported that the patient resolved the issue and would notify the rep if it happens again. It was indicated that the provided information had been confirmed with the physician. No further complications were reported/anticipated.